Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094557) on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), swelling ("swelling") and vaginal infection ("recurrent vaginal infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on 15-dec-2015. At the time of the report, the pelvic pain, weight increased, menstruation irregular, menorrhagia, abdominal distension, swelling and vaginal infection outcome was unknown. The reporter provided no causality assessment for abdominal distension, menorrhagia, menstruation irregular, pelvic pain, swelling, vaginal infection and weight increased with essure (ess205). The reporter commented: event date was reported as (B)(6) 2015 (unspecified). Disability/permanent damage was mentioned as event outcome. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094557) on 10-jun-2020. The most recent information was received on 03-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), swelling ("swelling") and vaginal infection ("recurrent vaginal infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, weight increased, menstruation irregular, menorrhagia, abdominal distension, swelling and vaginal infection outcome was unknown. The reporter provided no causality assessment for abdominal distension, menorrhagia, menstruation irregular, pelvic pain, swelling, vaginal infection and weight increased with essure (ess205). The reporter commented: event date was reported as (B)(6) 2015 (unspecified). Disability/permanent damage was mentioned as event outcome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.